Manufacturer narrative:
External insulation abrasion was noted at 14.8-15.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 6.7-12.6cm from the distal tip. Internal insulation abrasion was noted at 7.0-8.2cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.1cm, 6.3-6.4cm, and 6.6-6.7cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 27.9-28.0cm from the distal tip. The etfe coating was abraded at 6.6cm from the distal tip. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker independent patient presented in clinic for a rv lead extraction procedure due to noise. The rv lead was previously capped on (B)(6) 2011 and was replaced. During the lead extraction procedure, the physician noted externalized conductors. There were no complications during the procedure and the patient tolerated the procedure well.